Event description:
Information was received from a patient who was receiving unknown drug (did not ask n/a via an implantable pump for non-malignant pain/rsd/causalgia/complex regional pain syn indications for use. It was reported that when they quit using the pump it beeped for a while and then it quit. The patient stated that the other day it started beeping again and continuously for hours at a time. The agent reviewed low battery alert and that the pump can continue to beep until the very end of the longevity of it. The agent did not ask for medication in the pump as the pump has been depleted for quite some time. The patient stated that the pump has not been used for 6 years. The agent reviewed and said they can check the pump however because of longevity may not be able to get a reading or to even try to silence alarm. The agent emailed physicians listings. The agent left voicemail for medication when the pump started to alarm. The agent transferred the patient to a healthcare provider. The medication at the time the pump started alarming were morphine and bupivacaine. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.